Event description:
Customer reported patient's PICC was 8cm deep in the ventricle. The bullseye showed despite deep placement. Upon CT scan, a chest x-ray was ordered and found the tip 8cm in the ventricle. The PICC team was asked to retract the PICC 12cms. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported patient's PICC was 8cm deep in the ventricle. The bullseye showed despite deep placement. Upon CT scan, a chest x-ray was ordered and found the tip 8cm in the ventricle. The PICC team was asked to retract the PICC 12cms. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The reported complaint "bullseye showing despite deep placement" could not be confirmed based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No case data was provided for review. A device history record review performed on the stylet did not reveal any manufacturing related issues. Without the device to evaluate and the case date to review, a probable cause could not be determined from the available information, hence no further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.